Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was received with the interlock engaged and the knife blade secured inside the interlock. There were no other visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colectomy procedure, while on the transection of the colon, the reload would not fire. A new reload was used in order to complete the case. No patient injury.